Manufacturer narrative:
(B)(4). There was no reported device malfunction. The product was not returned as the stent remains in the anatomy. The investigation was unable to determine a definitive cause for the patient effect. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and restenosis, as listed in the xience prime everolimus eluting coronary stent system instructions for use, are known patient effects that may be associated with the use of the device. Although a relationship between the reported patient effects and the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling.

Event description:
It was reported that on (B)(6) 2014 a 3.0x15mm xience prime stent was implanted in the proximal left anterior descending coronary artery. On (B)(6) 2015, the patient presented with chest discomfort, which was treated with medication. Angiography showed re-stenosis in the original stent but the patient refused hospitalization. Event is ongoing. No additional information was provided.